Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated twice on an alternate instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, a siemens customer care center (ccc) specialist connected remotely to the instrument and auto-aligned server 3 probes, primed the probes, and reset the instrument. After evaluation of the instrument and instrument data, the cse replaced reagent probe 5 mixer and probe. The cse recalibrated and ran quality controls, which resulted within range. The cause of the discordant, falsely elevated ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.